Event description:
The account alleged when the brake is engaged, the casters would not hold.

Manufacturer narrative:
The account found the casters were worn causing the hex rod screws to break. Repairs have not been completed.